Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8358947. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, leakage testing of the submitted device was able to identify a small break in the extension tubing where in close proximity to the adapter. A subsequent review of the factory process was launched in response to this result; the review concluded after no opportunities were identified that could have manufactured the observed damage. Based on our review of the manufacturing process and he initial event description, the root cause for this complaint could not be associated with the manufacturing process at the conclusion of our review.

Event description:
It was reported that saline leaked from the bd intima ii¿ IV catheter prn adapter connection during use while sealing the tube. The following information was provided by the initial reporter, translated from chinese to english: "during the usage, no leakage was found in the first infusion, while leakage occurred in the second usage of the pre-flush catheter irrigator when sealing the tube, leakage occurred in the connection seat, and leakage was normal saline".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that saline leaked from the bd intima ii¿ IV catheter prn adapter connection during use while sealing the tube. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the usage, no leakage was found in the first infusion, while leakage occurred in the second usage of the pre-flush catheter irrigator when sealing the tube, leakage occurred in the connection seat, and leakage was normal saline".